Event description:
It was reported via phone call, that the emergency medical services was called and the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 23 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucagon shot. It was also mentioned that the customer's insulin pump would not advance to the fill cannula screen. Customer declined troubleshooting. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.